Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, the reported perforation resulting in test results (central venous pressure at 19 mmhg) and hypoxia appears to be related to procedural conditions associated with the atrial septal puncture. Perforation is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
Dobutamine, which was administered for the patient's pre-existing condition, was discontinued. This resulted in improved mr, which was mild. There were no adverse patient sequelae.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a patient presented with grade 4 functional mitral regurgitation (mr) and an enlarged atrium for a mitraclip procedure. After ntw deployment, a bidirectional right-to-left shunt was confirmed when the steerable guide catheter (sgc) was pulled back from the left atrium to the right atrium. Central venous pressure (cvp) was 19mmhg, and a decrease in oxygen saturation (spo2) was also observed. At the doctor's discretion, bloodletting (approximately 300 ml) was performed via a three-way stopcock attached to the sgc, but the shunt blood flow was now from left to right, and the plan was to monitor the patient's progress. The mr was reduced to grade 3. Dobutamine was discontinued, and the mr improved. There were no adverse patient sequelae.